Manufacturer narrative:
This report is filed may 9, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced skin flap necrosis as well as an infection at the implant site, which resulted in extrusion of the receiver stimulator. Subsequently on (B)(6) 2015, the device was explanted.